Event description:
One resolute integrity rapid exchange (rx) drug eluting stent was implanted in the lad and one non-medtronic stent was implanted in the ramus branch during the index procedure. It is reported that on the same day as index procedure the patient suffered an mi post pci and repeat angiography showed acute thrombus in the lad. The patient underwent a thrombus-suction procedure. Investigator has indicated that the events were probably related to the study device.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (mi, stent thrombosis).